Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin transmission with non-sustained right ventricular oversensing episodes due to myopotential oversensing. Programming change was discussed.